Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not charge its batteries. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) evaluated the unit and observed that power management board and one battery to be faulty and resolved the issue by replacing d146-00-0097 li-ion battery pack, tested, d670-00-1162e exch pcb,power management,rohs. Fse then completed safety and functional testing and device passed the tests. Iabp was then released for clinical use. The defective components were received for further investigation. The nrc received pcb,power managment,rohs, with the reported complaint , not charging batteries. In an attempt to recreate the reported problem, the nrc installed the board into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual. The board was initially tested in the console without the cardiosave cart. In this configuration the batteries charged to factory specifications. The console was then installed into the cardiosave cart, and that's when the nrc observed that the batteries were not charging. The batteries charged in the console to factory specifications,however, when the console was installed in the cart the batteries did not charge.the board failed testing.sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aj.cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.